Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2015 using a coolcore (sn (B)(6) applicator who developed paradoxical hyperplasia (pah/ph) about two weeks after treatment. Ph was described as abdomen appears protuberant, asymmetrical, firm to touch, non tender.

Manufacturer narrative:
G.3. Aware date for initial mw should have been listed as 07/apr/2016.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2015 using a coolcore (sn (B)(6)) applicator who developed paradoxical hyperplasia (pah/ph) about two weeks after treatment. Ph was described as abdomen appears protuberant, asymmetrical, firm to touch, non tender.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. Two upm numbers were provided, the reporter stated they did not know which machine the treatment was done on. (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2015 using a coolcore (sn (B)(6)) applicator who developed paradoxical hyperplasia (pah/ph) about two weeks after treatment. Ph was described as abdomen appears protuberant, asymmetrical, firm to touch, non tender.